Event description:
The manufacturer received information alleging the device would power on and providing air flow, but a black screen had occurred the trilogy o2 device. The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the device would power on and providing air flow, but a black screen had occurred the trilogy o2 device. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check for this device. The manufacturer's service technician confirmed the screen was viewable for this device. The manufacturer's service technician evaluated and observed no error in the system log. The manufacturer's service technician determined the cause was a temporary failure of the liquid crystal display (lcd). The manufacturer's service technician recommended replacing the device¿s lcd display to address this issue. No repair was performed. No further investigation is warranted at this time since service was cancelled by the customer and the device will be returned without repair.